Event description:
An ipp device was implanted on 12/15/92. The cylinders and pump were revised on 2/21/96. A revision surgery was performed on 1/2/97 to add a resr tip extender to the right cylinder because of inadequate length. No components were removed or replaced.